Event description:
It was reported that the pump touch screen was cracked and illegible. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the call, the customer had not yet addressed bg level. The customer reverted to manual injections for insulin therapy.